Event description:
A customer contacted beckman coulter regarding erroneously low prostate specific antigen (psa) results from multiple pt samples that were generated by the access 2 instrument. Six (6) pt samples were tested for psa and results were in the range of 0.00ng/ml to 0.01ng/ml (see b6). It is unclear if the psa results were reported out of the lab. All 6 pt original samples were re-tested for psa and the repeated results were in a different clinical range: 4.39ng/ml to 11.50ng/ml (see b6). The customer did not receive any report of pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications before the event. System check performed on 03/30/07 passed within specifications. The customer indicated that there were no errors in the event log associated with the low psa results and there was no evidence of the results flags in the tray reports. The customer did not question any other assays at this time. All low psa results were obtained from one single pack of reagent. The customer mentioned other instances where reagent packs were loaded improperly and they confirmed a reference guide for proper pack loading is located near the instruments. A customer technical service (cts) discussed proper pack loading with the customer and suggested reeducating staff on this issue. A field service engineer (fse) was not dispatched to the customer's lab as the event may have been caused by an improper loading of reagent packs. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.